Event description:
The customer reported that, after using the AED in a response, the zipper on the AED carrying case broke while trying to zip the case closed. Two or three of the teeth broke off of the zipper, so that the zipper would not open or close beyond the breakage point. There was no patient involvement.